Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm within one minute. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient's condition was good post procedure.